Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening at the cement to implant interface. Cement used was competitor. Surgeon kept femur, patella and removed tibial insert and tibia component. Surgeon was able to remove tibia by hand as was grossly loose. There was no cement on underside. Surgeon put attune revs tibia back in with new insert. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Right knee.